Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg was unable to communicate with external devices following the patient undergoing an unrelated surgery. Due to this, surgical intervention may be pending.

Event description:
Additional information revealed that the ipg was explanted and replaced. Patient has effective therapy postoperatively.

Manufacturer narrative:
Date of explant - explant date was incorrectly written previously.